Event description:
The patient contacted lifescan alleging that her one touch basic enhanced meter was prompting the not ok message. The patient had food and or a beverage prior to contacting her physician. She was advised to eat food and or beverage. The patient was confused about what exactly happened and was unable to provide any detailed information. The customer care representative discovered that the not ok message appeared upon powering the meter on. According to the owner's manual, the meter would prompt the message if the test area was dirty or due to electronic problems. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.